Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient underwent treatment for an abdominal aortic aneurysm with the implant of a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Post-op, the patient developed back pain. A CT and cta were obtained, which were suspicious for extravasation. Review of earlier films showed some extravasation at the distal end of the left limb, (plc201400). It was felt that this likely occurred during ballooning with a mob37 balloon. The patient was brought back on the same day for successful extension of the left limb using another plc201400. Final angiogram showed a well placed device with no evidence of endoleak or extravasation. The final angiogram during the index procedure was suboptimal due to the physician trying to limit contrast and they did not recognize the small extravasation at that time. The CT scan showed what appeared to be blood collected in the pelvis but no active bleeding was seen at the time of the scan. The index procedure films were reviewed again and the small extravasation was found at the distal end of the left limb. It was felt the bleeding probably started after ballooning the limb and then stopped by the time the CT was obtained. The patient was pain free today and doing well. The balloon was a mob37, lot 22597123.